Event description:
It was reported that a coaligition cage is backing out post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned as it remains in the patient. It was reported that one universal acdf screw migrated post operatively following a 1-level acdf procedure. One coalition agx construct was implanted, however the level is unknown. Post-operative x-ray imaging was provided and shows that the superior screw had migrated anteriorly. The migration was identified 4 months post-operation. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.